Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product : unknown drill. Therapy date: (B)(6) 2018. Report source: foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was scrapped. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported three screws fractured during insertion. The first screw wrenched off when the surgeon attempted to insert the screw after the surgeon performed drilling and tapping procedure as usual. The second screw wrenched off when the surgeon attempted to insert the screw after the surgeon performed drilling and tapping procedure to make the same hole deeper. The third screw wrenched off when the surgeon attempted to insert the screw after the surgeon made a deeper hole in a different location using a new drill and tap. After that, the surgeon used a new tap for hard bone and the issue was resolved. The surgery was completed using new screws of the same size. The delay was less than 10 minutes. The medical professional did not indicate harm or injury to the patient. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: lactosorb system 1.5mm adjustable self-drilling tap catalog #: 915-1595 lot #: ni, "1.5mm" system twist drill with j notch catalog #: 01-7144 lot #: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00267 and 0001032347-2018-00268.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional tests or inspections could be performed. No pictures were provided. Device history record (DHR) was reviewed and no discrepancies were found. The instructions for use (IFU) for this product states in the section titled warnings: improper selection, placement, positioning, or fixation of the implant can cause a subsequent undesirable result. Devices should not be located directly under a suture site. The surgeon is to be familiar with the devices, the method of application and the surgical procedure prior to performing surgery. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00267-1 and 0001032347-2018-00268-1.